Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed outer insulation was kinked/buckled and blood was noted on the helix mechanism.

Event description:
It was reported during the implant procedure that the screw (helix) mechanism had failed. The lead was not implanted. No patient complications have been reported as a result of this event.